Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised the reservoir compartment and battery cap was cracked. Customer used a battery cap from their old insulin pump. Customer was advised a replacement battery cap would be sent out.